Event description:
It was reported that there was a generator error during an unknown case. It was unknown when the case occurred. It is unknown how the case was completed or if there was any patient consequence. Device will not be returned.how was the hand piece cleaned prior to this procedure? Unknown.how was the hand piece sterilized prior to this procedure? Autoclave.was the hp immersed in liquid for cleaning or sterilization? Unknown.has the hand piece been used with reprocessed/remanufactured disposables? Yes.which reprocessor? Ascent.

Manufacturer narrative:
(B)(4). Device will not be returned. The device was not returned for analysis. However, there was a serial number provided by the user facility. With this information, the manufacturing related records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.